Event description:
There is a leaking. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: this device is not distributed in us, so that 510k# is blank. We checked the returned unit and confirmed, the ccd driver pcb as defective. Based on the result, we concluded, that it was caused, due to the excessive force applied on the ccd driver pcb. In addition, we confirmed, that the u/d & r/l pulley wire fluid damage, the light guide fiber bundle (lcb) broken, the light guide cable buckled, and the operation channel leaky. However, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR. Correction information: h6: coding changed, based on the investigation result.